Event description:
The pt reported the following info by way of his medical records: on 5/21/1996 three stents had been successfully implanted in the pt's right coronary artery: one in the mid-right coronary artery, one stent in the region just distal to the mid-right coronary artery and one at a site more distal but also within the right coronary artery. At some time between 5/21 and 5/22, the pt experienced a peri-procedural myocardial infarction and was brought back to the cardiac cath lab. Angiography revealed that the myocardial infarction had been caused by an occlusion of the marginal branch. During additional interventional procedures, a proximal right coronary artery spasm and stenosis were noted. In response, this stent was successfully deployed in the most proximal right coronary artery. On 5/24, the pt presented with atypical chest pain and was again returned to the cath lab. Angiography revealed a large mobile thrombotic element in the most proximal right coronary artery. In response the pt was sent to the or for coronary revascularization of the right coronary artery. The pt was discharged in stable condition to home on post-op day 5.